Manufacturer narrative:
It was reported that the venacure1470 laser unit involved in the incident is available to be returned to the manufacturer for evaluation. To date the device has yet to be returned. Attempts are being made to obtain the unit. An investigation into the root cause for incident is currently in progress. The results of the investigation will be sent via a follow up medwatch. Complaint reference (B)(4).

Event description:
As reported to angiodynamics on (B)(6) 2018: the procedure was successfully completed with no report of patient complications or device malfunctions during the procedure. At the close of the procedure, when after the laser fiber had been withdrawn, the laser unit continued to sound as if it was still firing. The foot switch was not activated during this event. There was no harm or injury to the patient due to this event. As a precaution, the customer has requested the facility's unit be evaluated by the manufacturer. The unit has yet to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The vcure 1470 unit and associated foot pedal were returned in good physical condition. Functional testing was performed on the unit with the associated foot pedal. Testing was performed at various settings. The unit passed all testing with no issues noted. Unit meets all acceptance criteria. The reported event could not be reproduced. The reported complaint description could not be confirmed. The unit was tested at different power settings and time settings with the customer's foot pedal. The unit functioned as intended. A root cause was unable to be determined as no issues or defects were found with either the laser or the foot pedal. A review of the device history records (service order system) was performed for the reported laer generator serial number (B)(4) for any deviations related to the reported defect of the complaint. The review confirmed that the unit met all material, assembly, and performance specification prior to distribution. The user manual, which is supplied to the user with this unit, states "connect the footswitch to the footswitch socket (line up red dots and insert). If the footswitch is pressed when the ready request is made, the message "footswitch pressed" is displayed and the footswitch should be released before the operation can continue. The message will disappear when the footswitch is released". Should the generator show an error message in reference to the footswitch, the manual contains the following statement "footswitch connection fault; check that the footswitch has been connected correctly. If this does not clear the problem, call for support from your angiodynamics representative". A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint reference: (B)(4).